Event description:
It was reported that during implant upon testing through the psa, the lead small r-waves were noted. High pacing lead impedance was observed. The lead was not implanted and replaced. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field events of high pacing lead impedance and undersensing were confirmed in the laboratory and were due to excess medical adhesive found on the ring electrode.